Event description:
The manufacturer received information alleging a ventilator's power button did not function as designed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel board and keypad were replaced to address the issue.